Event description:
The company representative reported on (B)(6) 2014 that the patient was scheduled to have her lead replaced on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 389033, lot# j0313870v, implanted: (B)(6) 2003, product type: lead; product ID neu_adaptor_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
The patient's lead replacement was canceled and was being rescheduled. A date has not been set.

Event description:
It was reported that there was a reading of >4000 ohms. It was noted that 0<(>&<)>1 was ¿around¿ 2000 ohms. The remaining electrode configuration was running ¿10,000 and 4500¿ ohms. It was noted that the patient was to have a revision on 2014-05-14. It was noted that the implantable neurostimulator (ins) was implanted ¿last week.¿ it was noted that the patient had not used stimulation for ¿approximately two years¿ and did not want the lead replaced. The manufacturer representative noted that a pocket adapter was used. As of the date of this report, the patient wanted the lead replaced as they were unable to get appropriate therapy. It was noted ¿not working.¿ the manufacturer representative was not at the ins implant procedure and noted that ¿they¿ wanted to close up and attempt reprogramming before considering a lead replacement. Additional information was requested but was not available at the date of this report.